Event description:
It was reported that a gradual decrease in r-wave sensing had been observed over the years as well as increase in capture threshold. During ICD change out due to normal eri, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.